Event description:
It was reported that the patient received multiple inappropriate shocks. Upon interrogation, complete loss of sensing in the ventricle was observed. The lead was noted to be in the right atrium via fluoroscopy. The patient stated that he was shoveling snow shortly after the device was implanted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis is normal, no anomaly was found.